Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with tumor; and underwent posterior lumbar fusion. Intra-op, the crosslink broke. No fragment of the broken crosslink remained inside the patient. There were no patient complications reported as a result of this event.